Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 06r87-22 that has a similar product distributed in the us, list number 06r87-20. Reporter postal code: a leading zero was added to the postal code because the system requires a minimum of 5 digits in the postal code field.

Event description:
The customer reported a false positive architect sars-cov-2 igm result for a patient. The following data was provided (sars-cov-2 igm cutoff is 1.00 index): sids are on the same patient. On (B)(6) 2020, sid (B)(6) = sars-cov-2 igg = 2.42 index (cutoff is 1.40 index); sars-cov-2 igm = n/a (customer is unable to provide result). On (B)(6) 2020, sid (B)(6) = sars-cov-2 igg = 2.2 index (positive); sars-cov-2 igm = n/a (customer is unable to provide result). On (B)(6) 2021, sid (B)(6) = sars-cov-2 igg = 0.86 index (negative); sars-cov-2 igm = 11.20 index (positive). Additional patient sample results were provided on (B)(6) 2021: sid (B)(6) = sars-cov-2 igg = 0.50 index (negative); sars-cov-2 igm = 1.9839 index (positive). Sid (B)(6) = sars-cov-2 igg = 0.56 index (negative); sars-cov-2 igm = 10.1827 index (positive). Sid (B)(6) = sars-cov-2 igg = 0.82 index (negative); sars-cov-2 igm = 11.3047 index (positive). There was no impact to patient management reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false positive architect sars-cov-2 igm results included a search for similar complaints, and the review of complaint text, trending data, labeling and device history records. Patient samples were not available for return. In-house testing for reagent lot 22167fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22167fn00 did not show any non-conformances, or deviations related to the customer issue. In this case, no specific patient history was provided for the patient. Per summary and explanation section of the package insert, at this time, duration and strength of the igm antibody response continue to be characterized; the kinetics of this response are unknown. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status. Per the clinical performance section of the package insert, a study was performed to estimate the negative percent agreement (npa), 2965 serum and plasma specimens from subjects assumed to be negative for sars-cov-2 were tested using the sars-cov-2 igm assay. All of the specimens were collected prior to (B)(6) 2019 (pre-covid-19 outbreak). The npa is 99.56% (95% ci: 99.25, 99.74). A study was also performed to estimate the positive percent agreement (ppa), between the sars-cov-2 igm assay and the polymerase chain reaction (pcr) comparator, 326 serum and plasma specimens were collected at different times from 103 subjects who tested positive for sars-cov-2 by a pcr method and who also presented with covid-19 symptoms. Each specimen was tested using the sars-cov 2 igm assay. The ppa and the 95% confidence interval (ci) were calculated. The ppa at = 31 days post-positive pcr result is 100.00% (95% ci: 51.01, 100.00). Twenty-eight (28) specimens from 8 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at = 31 days post-positive pcr result was 80.00% (95% ci: 37.55, 98.97). It should be noted that the duration of the igm antibody response has not been fully characterized. These study results are representative performance data. Results obtained in individual laboratories may vary. Based on the investigation architect sars-cov-2 igm reagent lot 22167fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igm reagent was identified. Suspect medical device was updated including the phone number, email, and fax number. All manufacturers was updated including the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.